Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 428 mg/dl, and the customer stated that she had been treating with the insulin pump all day. Upon troubleshooting, no leaks or air bubbles were observed. The customer stated that she had to reprogram the device due to the date and time being wrong. She also reported having issues with the sensor, noting that she had not calibrated the insulin pump all day. She disconnected the call while disconnecting from the insulin pump, advising that she would call back once she was home in order to complete troubleshooting. Nothing further reported.